Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During preparation, a large bubble filled with flushing fluid was observed in the ivus catheter extension tube. The procedure was completed with an alternative device. The patient fully recovered, and no complications were reported.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During preparation, a large bubble filled with flushing fluid was observed in the ivus catheter extension tube. The procedure was completed with an alternative device. The patient fully recovered, and no complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: media review: media provided by the customer showed an inflated extension tube. Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. This investigation has been assigned an investigation conclusion code of cause linked to device but unable to trace more specifically following a review of the reported event details and the available information. In this case, the device was not returned for product analysis; however, it was not possible to identify the most probable cause of the observed inflated extension tube; therefore, limiting the identification of the probable cause of the reported event.